Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument froze while tissue was in the instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed the force bipolar instrument had been in use for less than 15 minutes prior to experiencing the reported issue. The reporter informed the fallopian tube was adhering to the instrument as the surgeon was manipulating tissue. The reporter stated the tissue was getting caught inside the instrument's jaws, the emergency release key was used to release the tissue. It was confirmed that no tissue was excised, and no bleeding was observed. A slight delay was experienced with no major impact to the patient health. The patient did not experience any post-operative complications and was home and doing well. The issue was believed to be caused by instrumentation malfunction. It was confirmed the procedure was completed robotically.